Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device and patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device and patient was in good condition. It was further reported that the balloon was inflated twice at nominal pressure for 5 seconds and the device was completely removed from the patient.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device and patient was in good condition. It was further reported that the balloon was inflated twice at nominal pressure for 5 seconds and the device was completely removed from the patient.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was blood in the inflation lumen, guidewire lumen, and the balloon. The balloon was loosely folded. There was a pinhole in the balloon located at the proximal end of the proximal markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.